Event description:
It was reported that peg portion of instrument fractured during total knee arthroplasty. Location of broken peg could not be established.

Manufacturer narrative:
No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. H6 other-evaluation of returned device found evidence of fracture due to bending overload.